Event description:
Symptoms include rash from neck to toes, aching joints and muscles, and exhaustion. As time progressed, hair loss, depression, irritable bowel, memory loss, oral ulcers and arthritis.